Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (unknown concentrations and doses) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. It was reported that an infection occurred in an unknown area. The strain, infection onset date, and the symptoms related to the infection were unknown. The entire infusion system was replaced. The infection had resolved and no additional actions were planned. Additional information was received from a rep. The rep stated that he was made aware of the event by the hcp 5 minutes before the patient was taken to the operating room on (B)(6) 2016. The diagnostics performed in relation to the infection and the cause of the infection, were unknown. The pump and catheter were discarded by the hcp. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.